Manufacturer narrative:
Samples are collected in 3ml lihep plasma tubes. Qc and system check data not provided. Customer is not questioning qc performance. System check data was not provided. A bci applications specialist was dispatched to customer site to complete comparison studies between instruments and provided the following notes: the issue is not hardware related. Visual observation concluded that erroneous results likely due to pre-analytical conditions, including sample handling and inadequate centrifugation times. A bci field service engineer (fse) for hardware verification and no issues were notes. Although pre-analytical sample handling is a likely contributing factor, a definitive root cause has been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) to report tsh results did not match for one patient sample when results were compared between two different dxi 800 systems (tsh and fast tsh) or between instrument to instrument run on the same day. The results were not reported out of the laboratory. A subsequent sample was run on an alternate method and result was within the same diagnostic clinical category. Patient treatment was not impacted by this event.